Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex deflectable videoscope image turns to static. The issue occurred during set up or inspection for use (before patient in room). There were no reports of patient harm.

Manufacturer narrative:
Updated fields: b5, h2, h3, h4, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image sensor unit cable was kinked at the universal cord near boot causing the image noise and error message to display. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.